Manufacturer narrative:
An event regarding arthroscopy due to arthrofibrosis involving a triathlon insert was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as the device was not returned, as it remains implanted. Medical records received and evaluation: not performed as no medical information was provided. Device history review: DHR review for the reported lot determined that the device was manufactured and packed to specification. Complaint history review: complaint history review confirmed that there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause.

Event description:
(B)(4) study patient (B)(6) had knee replacement in study on (B)(6) 2012. On (B)(6) 2015 arthroscopy of the knee performed: arthrofibrosis. Implantation of a patella component is scheduled for (B)(6) 2016(no patella component was implanted on (B)(6) 2012). The surgeon reports "uncertain" relationship to study device and procedure.

Manufacturer narrative:
The following devices were also listed in this report: triathlon cr fem comp #(B)(4); cat# 5510-f-402; lot# s97kn. Triathlon prim tib baseplate - cemented; cat# 5520-b-400; lot# ea97t. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
(B)(6) study patient (B)(6) had knee replacement in study on (B)(6) 2012. On (B)(6) 2015 arthroscopy of the knee performed: arthrofibrosis. Implantation of a patella component is scheduled for (B)(6) 2016 (no patella component was implanted on (B)(6) 2012). The surgeon reports "uncertain" relationship to study device and procedure.